Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping the left ventricle (lv) with the thermocool® smart touch¿ bi-directional navigation catheter, the contact force and the impedance value suddenly rose and pericardial effusion was noticed; then, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition with normal biological parameters. The patient remained hospitalized for 2 extra days for monitoring. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related, the physician reported difficulties to while navigating in the lv, he also mentioned that because of a big aneurysm of the lv, the myocardium was very thin. No bwi product malfunctions nor error messages were reported. Transseptal puncture was performed with an abbott brk transseptal needle. The catheter irrigation was set at 2ml/min. The force visualization features used were dashboard and vector. No rf was delivered during the case, therefore not steam pops. The customer's reported high force and impedance are considered not MDR reportable events since the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low and there is no indication that the user selected impedance cut-off was exceeded.